Manufacturer narrative:
The returned device was inflated with water and a balloon leak was observed. Visual inspection at high magnification confirmed that the source of the leak was a 2.5 mm longitudinal tear on the balloon, which possibly caused the balloon to pull through. Based on the information provided and the investigation performed, the probable cause of the longitudinal tear could not be determined. The review of the lhr (lot f1110407) indicated that the mynx lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a "large" male patient underwent a coronary intervention procedure on (B)(6) 2011 to implant a stent in the diagonal branch of the left anterior descending artery (lad). Access was obtained at the right common femoral artery (rcfa) via a 6f short sheath with anticoagulant angiomax on board. A pre-procedural femoral angiogram revealed presence of calcium at the vicinity of the arteriotomy. It also showed the stick to be at the mid superficial femoral artery (sfa). Following the procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. It was reported that after the physician inserted the device into the sheath, the physician pulled back the balloon to check for temporary hemostasis. The physician delivered the sealant, and in the physician's words, "everything pulled out," however the sealant remained in the tissue track. The physician held pressure for 2 minutes and the groin was dry. There was no sign of hematoma or oozing. It was reported that the patient tolerated the procedure well and was sent home the next day, a standard protocol for interventions. There was no report of patient clinical sequela. No further information was provided.